Event description:
Procedure type: bullectomy. According to the reporter: the surgeon fired the device and a green load across lung tissue. The tissue seemed to be of normal to thick range. After he fired the stapler, the staple line fell apart. The surgeon fired a blue load for a second firing to rectify the problem and the staples seemed to form with no problem. The device had been pre-tested prior to use. There is no report of any blood loss. Some tissue damage occurred as described above. No add'l medical intervention was required. The surgical time was not extended beyond 30 minutes. Nothing fell into the surgical site. The pt is reported to be stable.

Manufacturer narrative:
(B)(4).